Event description:
It was reported by service report that the foot end right side rail was stuck in the up position and the ground prong was missing on the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord missing ground prong. Siderail stuck in up position.